Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed loss of capture (loc) and pacing impedance measurements greater than 2,500 ohms. The patient implanted with this device system was reportedly not pacemaker dependent and no adverse patient effects were reported as a result of this clinical observation. The device was reprogrammed to aai and the patient entered into atrial fibrillation (af). An atrioventricular (av) node ablation procedure was to occur. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.